Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Displacement test could not be performed due to physical damage on the insulin pump. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at the display window corners. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Medtronic employee reported customer has dropped their insulin pump and the screen has cracked. Customer was advised that their insulin pump would be replaced and they agreed to return the product for further analysis.